Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 10 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.